Manufacturer narrative:
This lead remains implanted and in service. When additional information becomes available this investigation will be updated.

Manufacturer narrative:
Subsequently, this lead was taken out of service and replaced with another boston scientific lead. No complications were reported as a result or during, the replacement procedure and to date no return of product is expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up visit this right ventricular (rv) lead had high out of range pace impedance measurements. The physician was concerned that the lead had fractured. This rv lead also has high pacing threshold measurements. They had stated that they had been watching this lead for over a year but these measurements were never reported to boston scientific. The decision was made not to revise the lead due to the patient's age and health. The patient does not require pacing in the ventricle which was also a reason that the revision was not performed. The patient is not being v paced and the device is set to aai. No adverse patient effects were reported.